Event description:
Bayer case number: (B)(4). Left essure fragmented on removal, however appear to get all pieces/visualize ends. [Device breakage]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("left essure fragmented on removal, however appear to get all pieces/visualize ends.") In a female patient who had essure inserted. As concurrent condition the report mentioned right lower quadrant pain. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic removal of essure devices and bilateral salpingectomy, left cornual wedge resection). Essure was removed on (B)(6) 2023. At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: 1. Bimanual exam with mobile, small, anteverted uterus. No. Adnexal masses. 2. Laparoscopic review of abdomen with normal appearing uterus, bilateral fallopian tubes, bilateral ovaries. 3. Normal appearing appendix, liver. Unable to see gallbladder. Filmy adhesions between omentum and right upper quadrant. 4. No endometriosis or other lesions present to explain right lower quadrant pain. 5. Right essure removed intact. Left essure fragmented on removal, however appear to get all pieces/visualize ends. 6. Hysteroscopy with nefg. Uterus sounded to 6cm. Able to be distended with uterine. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Left essure fragmented on removal, however appear to get all pieces/visualize ends. [Device breakage] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("left essure fragmented on removal, however appear to get all pieces/visualize ends.") In a female patient who had essure inserted. As concurrent condition the report mentioned right lower quadrant pain. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic removal of essure devices and bilateral salpingectomy, left cornual wedge resection).essure was removed on (B)(6) 2023. At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: 1. Bimanual exam with mo bile, small, anteverted uterus. No. Adnexal masses. 2. Laparoscopic review of abdomen with normal appearing uterus, bilateral fallopian tubes, bilateral ovaries. 3. Normal appearing appendix, liver. Unable to see gallbladder. Filmy adhesions between omentum and right upper quadrant. 4. No endometriosis or other lesions present to explain right lower quadrant pain. 5. Right essure removed intact. Left essure fragmented on removal, however appear to get all pieces/visualize ends. 6. Hysteroscopy with nefg. Uterus sounded to 6cm. Able to be distended with uterine. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.